Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. The loading catheter, barrel and trigger cord wound on the two-way handle were included in the device return. The six (6) bands and irrigation adapter were not included in the return which made it hard to perform a functional test. It was observed that the trigger cord was wound incorrectly on the two-way handle and the knot on the trigger cord was not properly seated in the slot of the two-way handle. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The lot number associated with this complaint was researched to determine the manufacturing date of the actual bands. We can conclude from these dates that the bands were within the acceptable age date range. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: in the information provided, the user stated that the knot was seated in the slot of the handle. On receiving the device, it was observed that the trigger cord was wound incorrectly on the handle and the knot on the trigger cord was not seated properly in the slot on the two-way handle. This is the most likely cause of the reported observation. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." Applying tension to the trigger cord during system preparation can result in premature band deployment. The instructions for use includes the following: "note: care must be taken to avoid deploying a band while winding trigger cord." Rapid rotation of the ligator handle can contribute to premature band deployment. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user: ¿prior to introducing endoscope, keep handle in two-way position." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided that the trigger cord was wound incorrectly on the handle and the knot on the trigger cord was not seated properly in the slot of the two-way handle, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
In preparation for a procedure, the user selected a cook 6 shooter saeed multi-band ligator. They installed the mbl-6 as [per] reference guide. But the mbl-6 band was fired before the procedure. They placed the trigger cord into the slot on the spool of the ligator handle and pulled down until the knot is [was] seated in the hole of the slot. They didn't rotate the handle.